Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a routine device check revealed only wand telemetry was available on the implantable cardioverter defibrillator. A radio frequency (rf) chip error was suspected. A software upgrade to clear the error was performed successfully. There were no reported patient consequences.